Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator administrator reported that the pt was found deceased at home with both power leads disconnected. The pt's cause of death was not reported to the MFR and no additional info regarding the event was provided.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.